Event description:
It was reported that, during inspection, dial on journey dcf ap femoral cutting blocks was noticed to be loose and would not adjust for cuts accurately. No case involved.

Manufacturer narrative:
H3, h6: the associated device, intended for use in treatment, was returned and evaluated. The visual inspection of the returned device confirmed the knob is loose, which may cause it to not function properly. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode.. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A relationship between the device and the reported incident was corroborated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.